Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a unexpected restart alarm and unspecified error as well as frozen display. The customer¿s blood glucose level was 130 mg/dl at the time of the incident. The drive support cap was normal. The customer was unable to successfully clear the alarm. Customer tried with a different battery and it is stuck on the countdown then it was frozen and beeping. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation unit power up and display froze after count up followed by an unexpected constant tone, problem isolated to mother board. Unable to perform any test or verify unexpected restart and interrupt source error alarm due to frozen screen.